Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device not available for evaluation.

Event description:
It was reported that 15902855 (50) 8100 lvp dim segment. There was no reported patient involvement.

Manufacturer narrative:
Corrected a1 to align with parent file. H3 other text : correction a1 only.

Event description:
It was reported that 15902855 (50) 8100 lvp dim segment . There was no reported patient involvement.